Manufacturer narrative:
(B)(4). The lot number 12j066 was manufactured between september 26, 2012 and october 1, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One infusor unit was received with approximately 80 ml of fluid in the reservoir. A pcm unit was also received connected to the infusor unit. A visual inspection showed no signs of occlusion or blockage that could have caused the reported problem. After the luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer. Flow continued without stopping. Flow was also observed when the pcm's button was pushed. No signs of flow problem were observed from the unit during the functional test. Based on the evaluation finding, the reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse observed no flow during patient use of a basal/bolus infusor elastomeric device. The drug(s) being administered to the patient was unknown. There was no patient injury or medical intervention in association with this report. No additional information is available.